Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that for the last couple of months the patient couldn't stop peeing and that they would wake up every morning at 5:00-5:30 am, no later and that it was "just awful." The patient also reported they thought they had a kidney infection and that they were on antibiotics. The patient stated it was just "both" these issues and they wanted assistance in understanding the programming and making a change to their therapy settings. The patient stated they spoke with their managing health care provider's (hcp) office and they were referred to call patient services. Patient services reviewed therapy expectations on the call and the patient turned their stimulation up to where they could feel the stimulation comfortably in the bike-seat region. The patient stated this program they were on now was the only program where they felt stimulation in the bike-seat region. When patient services asked to clarify where they felt the stimulation on the other programs, the patient stated on the other programs they felt the stimulation in their rectal area. Patient services documented the reported information and advised the patient that the rectal area was still the bike-seat region. The patient was going to monitor their symptoms and reach out to their hcp if they had any further concerns about their symptoms.

Manufacturer narrative:
Outcomes attributed to adverse event: infection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient said they can sleep all night, but they get up at 4am and can't stop going to the bathroom. Patient said they wish they could sleep till 5 or 6. Patient said this has been happening on and off for a year. Patient takes oxybutynin. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called back in regards to a continuation of therapy symptoms documented in this case. Patient said they're still peeing really, really bad and they feel like the ins is not active. Patient said their ins can't be active because they can't stop using the bathroom. Patient said they go through a whole roll of toilet paper a day. Patient said they went to the hcp a couple months ago and they changed their settings but that didn't help. They also said they've tried custom programming and tried optimization options agent suggested on the call. Patient said when they tried the custom programs, it would "mess with your rectum area when you increase too much" (overstim), so then they would decrease stimulation and it wouldn't help with symptoms. Patient mentioned that in the 'device care' section on their handset they saw something that said there was an issue found and the battery was orange. Patient said this is why they think their is an issue with their ins battery. Agent asked and confirmed that patient was looking at the handset settings and not settings in the therapy application. Reviewed the only place patient can check their ins battery (in my therapy app) and on the call, patient connected to their ins and saw mybattery was green and ok with a check mark. Reviewed difference between handset battery and ins battery. Patient said they are having surgery in 22-25 days and will see their hcp. Patient said they'll follow up with their hcp.

Event description:
Additional information was received from the patient. It was reported that the patient needed assistance with battery change on the remote. The patient was advised by rep on (B)(6) 2022 to leave at 1 level for 2 weeks.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.